Manufacturer narrative:
Visual inspection noted that the shaft tip had been snapped off. Broken shaft tip was not returned for further evaluation. No other defects or abnormalities were identified. Sample product was then sent to fracture analysis for a more detailed examination. A scanning electron microscopy (sem) was performed on the fractured surface and results show evidence of plastic deformation and a rough/grainy texture, indicating a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) identified no discrepancies. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined. Therefore, in the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Event description:
International affiliate reports the tip of the modular x20 hexlobe driver broke off from the instrument. Breakage was noted during returned loan kit inspection. It is not known when/where tip breakage occurred.